Event description:
The device was used during a hernia repair procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Corrected data entered in d9. Corrected device evaluation codes entered in h6.